Event description:
It was reported that during the removal of the plate from the patient after a procedure, a first-degree burn was observed. The burn was caused in the inner region of the right thigh, measuring approximately 10cm in length and approximately 4cm in width. The patient was evaluated by the plastic surgical team, who advised the use of hydrocolloid dressing at the time. Follow-up with the stomotherapy team was requested for the patient on the hospitalization floor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of the plate from the patient after a procedure, a first-degree burn was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of the plate from the patient after a procedure, a first-degree burn was observed. The burn was caused in the inner region of the right thigh, measuring approximately 10cm in length and approximately 4cm in width. The patient was evaluated by the plastic surgical team, who advised the use of hydrocolloid dressing at the time. Follow-up with the stomotherapy team was requested for the patient on the hospitalization floor. The procedure follow without any apparent problems, nothing out of the ordinary was observed.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection of the pictures noted a section of the customer's body was shown. There appeared to be a burn on the body. Red discoloration and an indentation was also noted on a section of the patient's body near the effected tissue. The device used in the procedure was not shown. The second picture confirms the lot no. Of the complaint. It was reported that during the removal of the plate from the patient after a procedure, a first-degree burn was observed. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.